Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon claimed an inaccuracy. When the surgeon was touching the sterile probe on the tip of the patient's nose, the software was showing the instrument floating 3 to 4 millimeters off the nose. This was when the clinical specialist (cs) was called into the room and shown this floating. The site was wrapping up its case when this was noticed. The cs was not able to recreate this inaccuracy after the case. There was no surgical delay. There was no impact on patient outcome.

Manufacturer narrative:
H3, h6: a manufacturer representative went to the site to test the navigation system. It was reported that there was no fault found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736226, version #: 2.1.0:- medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. Reviewed the case logs. The site performed a functional endoscopic sinus surgery (fess) procedure using minimal trace registration by capturing 1756 points with an error metric of 0.905981. Several trace points were identified along the minimal tracking path on the forehead region, located outside the dicom boundary of the 3d model. The archive review revealed that only two CT scans were available for analysis. Each scan consists of 352 slices, with a slice thickness and spacing of 0.40 mm. Requesting to cover the broad areas for better accuracy. H6: b01, c19 and d15 apply to the software concomitant product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.